Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced exposed mesh, urinary hesitancy, dyspareunia, pelvic odor, discharge and incisional separation. A revision of transvaginal urethral incision procedure was performed.